Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had an internal communication error. The ventilator was investigated by our field service engineer on-site and the pressure transducer pcb was found defective and replaced which resolved the issue. No parts was returned for technical investigation. The root cause of the reported component failure has not been established in this investigation.

Event description:
It was reported that the ventilator had a internal communication error. There was no patient involvement. Manufacturer ref. #: (B)(4).